Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 07/15/2015 and discovered that the hemoglobin (hgb) and complete blood count (cbc) vent chamber had overflowed due to a broken valve vl4 attributing to the leak. The fse replaced vl4 and associated tubing, resolving the leak. The repairs were verified per established service procedures. The beckman coulter internal identifier for this report is (B)(4).

Event description:
The customer reported approximately 10 ml of blue fluid leaked froma coulter lh 750 hematology analyzer; the leak was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event. There was no impact to patient results and controls.